Event description:
Wife reported via phone call that the customers insulin pump did not turn on and it had no power. Customer stated that they had a low reservoir alarm and when they went to set up the reservoir the screen went blank. Customer attempted to replace the batteries, however the display did not come on. Through troubleshooting and insertion of new batteries the display did not return. Advised customer to revert to a back up plan and that the device will be replaced. Customer's blood glucose reading at the time of the call was 517 mg/dl and had a manual syringe to treat with.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display was noted. The insulin pump passed the displacement, rewind and basic occlusion tests. No unexpected low reservoir alarm noted. The insulin pump had minor scratched lcd window, cracked case at display window corner and cracked reservoir tube lip.